Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 294 mg/dl when waking up and then 210 mg/dl. The customer stated she tried to treat twice and received a no delivery alarm. The customer had not tried different cannula lengths, the insulin is not expired or denatured, she does rotate sites and avoids scar tissue and the cannula was not bent or kinked. The customer stated her site was bleeding, she applied pressure and it stopped. The customer has not tried all remedies; the customer will try an infusion set with a longer cannula but she still believed the insulin pump was not properly functioning. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.